Event description:
It was reported that the image doesn't preview and the system hangs, which causes the patient to be re-exposed. Once they rebooted and cleared the database the system is working as intended.